Manufacturer narrative:
No add'l info and/or samples have been received from the customer as of the day of this report.

Event description:
Md noted a dull blade while performing a corneal procedure. The pt required several sutures be placed as a result of the dull blade. (B)(4).